Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/06/2018. (B)(4). Citation: int urogynecol j (2009) 20:523¿531; doi 10.1007/s00192-009-0818-9 citation: int urogynecol j (2009) 20:523¿531; doi 10.1007/s00192-009-0818-9.

Event description:
It was reported via journal article: "title : complications from vaginally placed mesh in pelvic reconstructive surgery" author: roberta e. Blandon & john b. Gebhart & emanuel c. Trabuco & christopher j. Klingele citation: int urogynecol j (2009) 20:523¿531; doi 10.1007/s00192-009-0818-9. This retrospective study aimed to describe complications associated with the use of transvaginal mesh for the treatment of pelvic organ prolapse. From jan2003 to sep2007, 21 female patients (mean age of 61 [sd of 11]) presented complications after pelvic reconstruction surgical procedures for the treatment of symptomatic pelvic organ prolapse were included. Of these patients, meshes used were gynemesh, prolene mesh and prolift mesh. In some patients, prolene sutures were used to fix the mesh. Presenting symptoms included dyspareunia (n=10) for which one patient opted to try vaginal dilators, chronic vaginal drainage (n=9), pain not related to intercourse (n=7) for which one who had persistent pelvic pain underwent reoperation, pelvic organ prolapse symptoms (n=7), stress urinary incontinence (n=6) of which 3 had repeat surgeries, urinary urgency (n=6), urge incontinence (n=4), constipation (n=4), vaginal bleeding/spotting (n=3), urinary retention (n=3) and fecal urgency (n=2). Mesh erosion was observed in 12 patients of which four had erosions at more than one site treated with complete vaginal mesh excision and additional excision of eroded mesh from bladder/urethra (n=2). Other surgical interventions (n=16) included anterior colporrhaphy (n=5), posterior colporrhaphy (n=7), vaginal vault prolapse repair (n=5), abdominal sacrocolpopexy with mesh (n=3), autologous rectus fascia sling (n=4), and synthetic midurethral sling (n=1). Five patients opted for a conservative non-surgical approach. In this study, the surgical technique may contribute to the development of these complications and emphasizes the need for specialized training. Use of vaginal mesh for pelvic reconstruction can produce complications. Multiple interventions may be necessary, and bothersome symptoms may persist. Per table 2 (pelvic floor surgeries before referral): patient #5: anterior colporrhaphy with type 1 prolene mesh augmentation. Patient underwent excision of eroded mesh; repeat anterior colporrhaphy with type 1 prolene mesh and primary closure.